Event description:
Provider states that the joystick, even when it is turned off will still drive the chair.

Event description:
Product was returned for evaluation. The underlying cause documented on the returns expanded evaluation report form is identified as: the complaint was confirmed for the 1164361 mpj joystick of having a loose set screw causing the drive select switch to not actuate; thus, not powering the joystick "off". Provider states that the joystick, even when it is turned off will still drive the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
Product was returned for evaluation. The underlying cause documented on the returns expanded evaluation report form is identified as: the complaint was confirmed for the 1164361 mpj joystick of having a loose set screw causing the drive select switch to not actuate; thus, not powering the joystick "off".